Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the false air in line alarms which were not reproduced or confirmed during a review of the event history log. There were two occurrences of air in line alarms found in the history but no evidence can indicate them being false alarms or true alarms. The device passed all testing and no component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00657 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed the air in line alarm during remediation at baxter (B)(4). It was also reported there was no patient involvement.